Manufacturer narrative:
One (1) used sample list #011-c3302,was returned for evaluation. As received, no physical damage or anomalies along the device was observed. No mating device was return for evaluation. The set was tested as per procedure and a leaks from the bond between the tube and the shuntless was confirmed. During the pulled tested the sample got a tubing break and passed the test. The od of the tube was measured finding within specification. Complaint of leak can be confirmed based on used physical evaluation. The probable cause was due to insufficient solvent coverage during manual process assembly at the manufacturing plant. A device history record could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave®, clamp, rotating luer. It was reported that blood was leaking from the clave during an infusion. There was no concomitant drug, and no concomitant device involved. There was no bleedback, no biohazard, no chemotherapy involved. Device was not reprocessed/ reserialized. There was patient involvement, but no adverse event/patient harm and no delay in critical therapy. The set was replaced and the therapy resumed. There wasn¿t holes, cuts, tears,and defects noted.